Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported a (B)(6) female patient was in labor and needed assistance to dilate the cervix. When attempting to place the cook cervical ripening balloon it was noted that the stylet had protruded past the blue tip. Therefore, the balloon was not inflated and the device was not used. Another device was opened and used to complete the procedure without issue. There were no adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation the cook cervical ripening balloon w/stylet complaint device was not returned for an evaluation. However, six (6) unopened cook cervical ripening balloon w/stylets from the same lot were returned for investigation. A visual inspection of the returned devices was performed. A review of complaint history, the device history record, instructions for use and specifications was also conducted. The working length of the returned stylet measured within specification. It is possible, that if the stylet was not readjusted as stated in the instructions for use (IFU), the user may have punctured the blue tip. However, we did not recreate the scenario in the lab. This device is shipped with IFU, which states the proper warnings, precautions, and instructions for use. 1) loosen the fitting on the proximal hub of the stylet and adjust the wire so that the distal tip of the stylet is even with the distal tip of the cervical ripening balloon. 2) tighten the fitting so that the wire does not move during manipulation and seat the adjustable handle firmly into the blue port labeled ¿s¿. 3) use the cervical ripening balloon with stylet to traverse cervix if necessary. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and there were no non-conformances identified that would cause or contribute to the reported failure mode. A review of complaint history revealed this record to be the only reported complaint associated with complaint lot number 7978484. Based upon the provided information and evaluation of the unopened returned devices, the likely root cause is related to product use or handling; did not follow instructions. The definitive root cause is unable to be determined. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.